Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results, using two different aviva meters with two different vials of test strip; same lot number: 316 mg/dl (system 1), and 99 mg/dl (system 2). No adverse event reported. Test strips are no longer available; meter will be returned.